Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was struck by a vehicle as she was turning into the alley and knocked off her scooter.

Event description:
Consumer alleges she was struck by a vehicle as she was turning into the alley and knocked off her scooter.

Manufacturer narrative:
Not a pride issue. Consumer was hit by a car.